Manufacturer narrative:
Literature citation: mamoru mitsukawa et al "clinical evaluation of balloon kyphoplasty 1 year (or more) postoperatively" mean age was 82.5 years (71-93 years). Gender: 6 males and 13 females. (B)(4) neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported in an abstract that 19 patients underwent balloon kyphoplasty. Treated levels were l1 (11), th12 (7) and l3 (1). Six months, post op in 12 patients, cleft around bone cement was observed and a little instability in the treated vertebral body was confirmed. At the time of final follow up(1 year) only five patients remained to have cleft and instability in vertebral body.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.